Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 127 days after a coronary drug eluting stenting treatment procedure, the pt experienced a late stent thrombosis (st). The lesion being treated in the index procedure was located in the left anterior descending (lad) artery. The physician treated the lesion with placement of a 3.50x12mm taxus express2 study stent. At 127 days after the index procedure, the pt required emergency angiography which revealed a thrombus in the proximal lad. The vessel was open. Pcta with a 3.0x12mm balloon was performed. Distal embolization occurred and the distal lad remained occluded even after the balloon dilatation. IV tirofiban and ic nitrates were administered. The pt had a smooth hosp course after recanalization of the occlusion with good control of his blood glucose and blood pressure. Holter ECG was done with ventricular extrasystoles requiring medical treatment. The patient was discharged 7 days later. The patient had stopped taking all his medication including clopidogrel and aspirin 5 days prior to the event. In the opinion of the physician, the relationship of the st to the taxus stent is related. The patient presented for treatment with an acute myocardial infarction.